Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call they had air bubbles. The blood glucose at the time of the incident was unknown. The customer states the air bubbles are in the reservoir and are occurring after filling the reservoir. Troubleshooting was not able to resolve the issue. The customer called back and stated the air bubbles are occurring with the reservoirs. The device will not be returned for analysis.